Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#3006705815-2018-01441. It was reported the patient discontinued use of their scs system over a year ago due to ineffective therapy and overstimulation (described as shocking sensation by the patient) in their right lower back. Reportedly, x-ray imaging was scheduled to further evaluate the system. Additional follow-up identified surgical intervention was undertaken wherein the leads were explanted and replaced with a new model resolving both issues.